Event description:
While reviewing programming history available to the MFR, it was noted that the pt had vns settings that were indicative that a faulted diagnostics test had likely occurred during generator replacement surgery. Attempts for further info are in progress.